Manufacturer narrative:
The technical services consultant recommended further troubleshooting be done. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found to have been severed, with three terminal leg segments returned. With manipulation, the lead was found to be electrically continuous. No further testing was performed.

Event description:
The lead was later explanted for an unspecified reason and returned for reliability analysis.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead caused or contributed to oversensing on the rate/sense lead portion which lead to inappropriate shock therapy for the patient. Isometrics could produce some noise on the shock channel. The boston scientific technical services consultant stated that there was likely a lead issue and not a device header issue. There were no adverse patient effects associated with these clinical observations.